Event description:
It was reported that the pump exhibited error code 4670. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a tear downstream occlusion seal. Functional and visual tests were performed, and the reported issue were duplicated. The cause of the reported issue was due to a printed wiring assembly board (pwa). As a result, printed wiring assembly board (pwa) was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.